Manufacturer narrative:
(B)(4). D10 - medical product: unk nexgen bearing 14mm, catalog # unk, lot # unk. Stemmed tibial component, catalog # 00598003701, lot # 62364103. All poly patella, catalog # 00597206529, lot # 62258621. G2: australia. Visual examination of the provided pictures showed the explanted items; no other information was taken from the photographs. Radiographs were provided and reviewed by a health care professional. Review of the available records identified no significant abnormalities. Review of the device history record identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Proposed annex g code: mechanical (g04) - femur.

Event description:
It was reported patient underwent a revision procedure four years post implantation due to instability. There is no additional information available.